Manufacturer narrative:
Supplier evaluation of battery sn (B)(4) has been completed. The reported problem (battery not recognized by charger) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack. Device evaluation of monitor sn (B)(4) has been completed. The reported problem code (B)(4) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids no adverse event resulted from the defective monitor. Device evaluation of battery pack sn (B)(4) is underway. Upon investigation the battery was not recognized by a charger. The battery was unable to recharge. The battery was returned to the supplier for further investigation. A supplemental report will be submitted upon completion of the supplier investigation. No adverse event resulted from the defective battery pack. Manufacture dates: monitor: 7/30/2014, battery: 6/18/2016.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 104 (sd card fault) and a service code 107 (multiple abnormal shutdowns). A us distributor returned a patient's battery pack and reported that it was unable to recharge.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107/code 104) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids no adverse event resulted from the defective monitor. Device evaluation of battery pack sn (B)(4) is underway. Upon investigation the battery was not recognized by a charger. The battery was unable to recharge. The battery was returned to the supplier for further investigation. A supplemental report will be submitted upon completion of the supplier investigation. No adverse event resulted from the defective battery pack. Manufacture dates: monitor: 7/30/2014, battery: 6/18/2016.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 104 (sd card fault) and a service code 107 (multiple abnormal shutdowns). A us distributor returned a patient's battery pack and reported that it was unable to recharge.